Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 83696, were returned and analyzed. The data files showed at least 5 injections were performed with the returned balloon catheter on the date of the event. System notice 50032 ¿the safety system has detected a compromised outer vacuum¿ was triggered on all 5 applications. Visual inspection of the balloon catheter showed the luer damage. Dissection and pressure tests showed a leak at 0.5 psi check valve in the y-block. In conclusion, the balloon catheter failed the returned product inspection due to the leak in the check valve in the luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.